Event description:
Patient was seen with high lead impedance and it was noted that during their last replacement fibrosis was noticed. The patient had x-rays performed and they were reviewed by the surgeon who notes that the vns connection appears to be intact and there were no obvious concern for disconnection. Also there were no fractures or discontinuities observed. The patient has been referred for a full revision but no known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient is now being scheduled for an explant, but no known surgical intervention has occurred to date.

Event description:
Additional information received noting that the patient underwent explant surgery. It was also reported that the patient had been experiencing voice alterations and having to constantly clear her throat with stimulation which lead to their device being disabled back in (B)(6) 2022. The explanted products have not been received by product analysis to date.

Event description:
Additional information received noting that the explanted devices were discarded.